Event description:
The customer contact reported a nondelivery. On an unspecified date, the pump was programmed to deliver ancef, 1 gm every 8 hours. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the pump "was chewing up tubing" and the pump display had incremental as though fluid was being delivered; however, no fluid as delivered. There were no reported adverse patient effects. No medical interventions were required. The tubing set was replaced and the infusion was resumed on the same pump.